Event description:
Customer reported that we have received a complaint at stratum distribution from one of our customers, aved, regarding a printing issue on the product packaging. Specifically, the manufacturing and expiry dates appear to be printed in reverse order.

Manufacturer narrative:
We understand from the user's report as well as the internal DHR review that the manufacturing and expiration dates were reversed when printed on the packaging. This presents a potential safety concern regarding the safe usability of the device.in this case the root cause was determined to be the reversal of variable data which wasn't identified throughout the chain of manufacturing control steps. Consequently, sol-millennium has implemented the following corrective actions at our manufacturing location. Containment action: conduct an internal audit on all batches produced in 2024 to verify if similar issues exist. Problematic lots that have reached customers shall be disposed of as scrap or used as is, based on customer preference. Corrective action: strengthen management of suppliers, requiring them to conduct internal training and to focus inspection on related defects in the future. This includes updates to inspection criteria. Corrective action verification: randomly inspected the most recent 3 batches (batch numbers: 04411102, 04411103, 04411106) to confirm the issue is not repeated. Additionally, our evaluation of the risk, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low. Thus, the residual risk associated with the complaint is deemed acceptable based on the calculated risk priority number. This assessment is based on our track-and-trend analysis and risk management files, which are regularly reviewed and updated as part of our post-market surveillance activities.as part of our ongoing commitment to customer safety and product quality, sol-millennium will continue to monitor for this type of failure. If a recurring trend is identified, additional batch and sample evaluation will be performed at our manufacturing site.